Manufacturer narrative:
Bilateral patient reported issues with halos and glare. The patient reported spending time outdoors without wearing uv protective wear. Both lenses were explanted (left eye on (B)(6) 2020, right eye on (B)(6) 2020). Rxsight's first awareness date was (B)(6) 2020. Evaluation of the returned lenses noted an ambient zone near the center of one lens. The ambient zone is indicative of premature photopolymerization of the lens.

Event description:
Bilateral patient reported issues with halos and glare. The patient reported spending time outdoors without wearing uv protective wear. Both lenses were explanted (left eye on (B)(6) 2020, right eye on (B)(6) 2020). Rxsight's first awareness date was (B)(6) 2020.

Manufacturer narrative:
Bilateral patient reported issues with halos and glare. The patient reported spending time outdoors without wearing uv protective wear. Both lenses were explanted (left eye on (B)(6) 2020, right eye on (B)(6) 2020). Rxsight's first awareness date was (B)(6) 2020. Device history record for both lenses (serial numbers (B)(4) for the left eye and (B)(4) for the right eye) were reviewed. No issues were noted. For lens serial number (B)(4) (left eye): implanted: (B)(6) 2020, explanted: (B)(6) 2020, UDI: (B)(4), manufactured: 10/21/2019, expiration date: 9/30/2022. For lens serial number (B)(4) (right eye): implanted: (B)(6) 2020, explanted: (B)(6) 2020, UDI: (B)(4), manufactured: 10/12/2019, expiration date: 9/30/2022. Both lenses are being returned for evaluation.

Event description:
Bilateral patient reported issues with halos and glare. The patient reported spending time outdoors without wearing uv protective wear. Both lenses were explanted (left eye on (B)(6) 2020, right eye on (B)(6) 2020). Rxsight's first awareness date was (B)(6) 2020.